Event description:
The patient reported that "bumps under my skin and redness for over two years." Past treatments included oral anti-inflammatory medication along with oral and intralesional steroids. Follow up from the physician notes that the cause of the patient's lumps is not specifc. It is unknown if this product has triggered this reaction. This patient had continued to be treated with this product after these symptoms began. This is the same event and the same patient reported under MDR ID #2024601-2006-00708. This second MDR is being submitted for the second suspect product, also a device manufactured by inamed corporation. This separate distinct number is provided by FDA's request for traceability purposes.

Manufacturer narrative:
We have reviewed the device history records for this lot from finished product packaging to the hide batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, minor deviations were noted. The deviations noted were not significant nor would contribute to a cause for this complaint. Based on the review of the device history records, we find no assignable cause of this complaint.